Event description:
The customer reported the system displayed an error code message. Also, the collimator was inoperable. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator, backplane, and fluoro functions board were replaced. A beam alignment was also performed. The system was then found to be operating as intended.